Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead was dislodged and associated with high threshold. The dislodgement was confirmed via fluoroscopy. The atrial lead was explanted and replaced on (B)(6) 2025. The patient as stable throughout the procedure.

Manufacturer narrative:
The b5 was updated to correct spelling from "as" to "was" in "the patient as stable throughout the procedure" sentence.

Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead was dislodged and associated with high threshold. The dislodgement was confirmed via fluoroscopy. The atrial lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout the procedure.